Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and metal poisoning ('heavy metal poisoning') in a female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, lack of libido, type ii diabetes mellitus, neuropathy, hepatic enzyme increased, intussusception, narcotic abuse, hyperlipidemia, hypertensive, hypothyroidism, endometrial carcinoma (malignant neoplasm "afendomeinum", uterine cancer), menstruation abnormal, hot flashes, premenstrual dysphoric disorder, urinary incontinence, sexual dysfunction, urinary tract infection, twitching, heartburn, dizziness, numbness, foggy feeling in head, mood swings, ringing in ears, minimal brain dysfunction, short-term memory loss, anemia, vitamin b12 deficiency, hypoglycemia, itchy skin, peripheral swelling, liver disorder, blurred vision, muscle spasms, blood in urine, acute renal failure, arthritis, liver enlargement, hypothyroidism and c-section. Concomitant products included calcium; famotidine; magnesium (famotidine, calcium and magnesium), colchicine, cyanocobalamin, ferrous sulfate, levothyroxine, losartan, metformin, metoprolol tartrate, morphine and pregabalin. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), ovarian cyst ("right ovarian cyst"), micturition urgency ("urinary urgency"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), gout ("gout"), anaemia ("anemia"), hypovitaminosis ("vitamin shortage"), fatigue ("fatigue"), pruritus ("itchy skin"), arthralgia ("joint pain"), nephrolithiasis ("kidney stones"), cholelithiasis ("gall stones"), infection ("infection"), migraine ("migraine"), loss of libido ("lost interest in sex"), feeling hot ("hot sweats"), alopecia ("loss of hair"), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysmenorrhoea ("painful period"), hyperhidrosis ("hot sweats"), menopause ("menopause") and metal poisoning (seriousness criterion medically significant) and was found to have endometrial adenocarcinoma ("grade 1 endometrioid adenocarcinoma of the endometrium"), neoplasm malignant ("cancer,"), protein urine present ("protein in urine") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, endometrial adenocarcinoma, ovarian cyst, urinary tract disorder, dyspareunia, autoimmune disorder, gout, anaemia, hypovitaminosis, neoplasm malignant, fatigue, pruritus, arthralgia, protein urine present, nephrolithiasis, cholelithiasis, infection, migraine, weight increased, loss of libido, feeling hot, alopecia, feeling abnormal, mood swings, dysmenorrhoea, hyperhidrosis, menopause and metal poisoning outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, autoimmune disorder, cholelithiasis, dysmenorrhoea, dyspareunia, endometrial adenocarcinoma, fatigue, feeling abnormal, feeling hot, genital haemorrhage, gout, hyperhidrosis, hypovitaminosis, infection, loss of libido, menopause, metal poisoning, micturition urgency, migraine, mood swings, neoplasm malignant, nephrolithiasis, ovarian cyst, pelvic pain, protein urine present, pruritus, urinary tract disorder and weight increased to be related to essure. The reporter commented: number of trailing coils: r-3 l-6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial cancer. Specimen: a: cervix, uterus, bilateral fallopian tubes and ovaries (fs). B: right pelvic sentinel lymph node. C: left pelvic sentinel lymph node. Final diagnosis: a: uterus, bilateral tubes and ovaries: adenocarcinoma of endometrium. Grade 1; leiomyoma of uterus; serous cystadenoma of right ovary. Functional cysts of left ovary; essure coil present in both fallopian tubes. Procedure: total hysterectomy and bilateral salpingo-oophorectomy. Gross description: uterus, bilateral fallopian tubes and ovaries¿ is a hysterectomy specimen with attached bilateral adnexa. The ovary is sectioned to reveal a predominant cyst consuming the entirety of the ovary. The serosa is tan with a scant amount of adhesions, sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position 2.9 cm in length by 0.1cm diameter. Sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position measuring 2.9 cm in length by 0.1 cm diameter, the uterine parenchyma and fallopian tubes surrounding the coils are each placed in 10% formalin and forwarded to too (B)(6) by request of the patient. Preliminary intraoperative diagnosis: endometrial adenocarcinoma. Grade 1 no invasion seen; serous cystadenoma of right ovary; essure coils in both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events added: menopause, metal poisoning and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, lack of libido, type ii diabetes mellitus, neuropathy, hepatic enzyme increased, intussusception, narcotic abuse, hyperlipidemia, hypertensive, hypothyroidism, endometrial carcinoma (malignant neoplasm afendome1num, uterine cancer), menstruation abnormal, hot flashes, premenstrual dysphoric disorder, urinary incontinence, sexual dysfunction, urinary tract infection, twitching, heartburn, dizziness, numbness, foggy feeling in head, mood swings, ringing in ears, minimal brain dysfunction, short-term memory loss, anemia, vitamin b12 deficiency, hypoglycemia, itchy skin, peripheral swelling, liver disorder, blurred vision, muscle spasms, blood in urine, acute renal failure, arthritis, liver enlargement, hypothyroidism and c-section. Concomitant products included calcium;famotidine;magnesium (famotidine, calcium and magnesium), colchicine, cyanocobalamin, ferrous sulfate, levothyroxine, losartan, metformin, metoprolol tartrate, morphine and pregabalin. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), ovarian cyst ("right ovarian cyst"), micturition urgency ("urinary urgency"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), gout ("gout"), anaemia ("anemia"), hypovitaminosis ("vitamin shortage"), fatigue ("fatigue"), pruritus ("itchy skin"), arthralgia ("joint pain"), nephrolithiasis ("kidney stones"), cholelithiasis ("gall stones"), infection ("infection"), migraine ("migraine"), libido decreased ("lost interest in sex"), hot flush ("hot sweats"), alopecia ("loss of hair"), feeling abnormal ("brain fog"), mood swings ("mood swings") and dysmenorrhoea ("painful period") and was found to have endometrial adenocarcinoma ("grade 1 endometriod adenocarcinoma of the endometrium"), neoplasm malignant ("cancer,"), protein urine present ("protein in urine") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, endometrial adenocarcinoma, ovarian cyst, urinary tract disorder, dyspareunia, autoimmune disorder, gout, anaemia, hypovitaminosis, neoplasm malignant, fatigue, pruritus, arthralgia, protein urine present, nephrolithiasis, cholelithiasis, infection, migraine, weight increased, libido decreased, hot flush, alopecia, feeling abnormal, mood swings and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, autoimmune disorder, cholelithiasis, dysmenorrhoea, dyspareunia, endometrial adenocarcinoma, fatigue, feeling abnormal, genital haemorrhage, gout, hot flush, hypovitaminosis, infection, libido decreased, micturition urgency, migraine, mood swings, neoplasm malignant, nephrolithiasis, ovarian cyst, pelvic pain, protein urine present, pruritus, urinary tract disorder and weight increased to be related to essure. The reporter commented: number of trailing coils: r-3 l-6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial cancer. Specimen: a: cervix, uterus, bilateral fallopian tubes and ovaries (fs) b: right pelvic sentinel lymph node. C: left pelvic sentinel lymph node. Final diagnosis: a: uterus, bilateral tubes and ovaries: adenocarcinoma of endometrium. Grade 1; leiomyoma of uterus; serous cystadenoma of right ovary functional cysts of left ovary; essure coil present in both fallopian tubes procedure: total hysterectomy and bilateral salpingo-oophorectomy. Gross description: uterus, bilateral fallopian tubes and ovaries¿ is a hysterectomy specimen with attached bilateral adnexa. The ovary is sectioned to reveal a predominant cyst consuming the entirety of the ovary. The serosa is tan with a scant amount of adhesions, sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position 2.9 cm in length by 0.1cm diameter. Sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position measuring 2.9 cm in length by 0.1 cm diameter, the uterine parenchyma and fallopian tubes surrounding the coils are each placed in 10% formalin and forwarded to too law firm of aylstock witkin kreis overrholtz by request of the patient. Preliminary intraoperative diagnosis: endometrial adenocarcinoma. Grade 1 no invasion seen; serous cystadenoma of right ovary; essure coils in both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, vaginal discharge, weight gain, gout, ovarian cyst, kidney or bladder problems, gallbladder issues gallstones, lot number: 508296 manufacturing date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, reporter added. Events added: migraine, mood swings, hair loss, brain fog, painful period, hot sweats were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, lack of libido, type ii diabetes mellitus, neuropathy, hepatic enzyme increased, intussusception, narcotic abuse, hyperlipidemia, hypertensive, hypothyroidism, endometrial carcinoma (malignant neoplasm afendome1num, uterine cancer), menstruation abnormal, hot flashes, premenstrual dysphoric disorder, urinary incontinence, sexual dysfunction, urinary tract infection, twitching, heartburn, dizziness, numbness, foggy feeling in head, mood swings, ringing in ears, minimal brain dysfunction, short-term memory loss, anemia, vitamin b12 deficiency, hypoglycemia, itchy skin, peripheral swelling, liver disorder, blurred vision, muscle spasms, blood in urine, acute renal failure, arthritis, liver enlargement, hypothyroidism and c-section. Concomitant products included calcium;famotidine;magnesium (famotidine, calcium and magnesium), colchicine, cyanocobalamin, ferrous sulfate, levothyroxine, losartan, metformin, metoprolol tartrate, morphine and pregabalin. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), ovarian cyst ("right ovarian cyst"), micturition urgency ("urinary urgency"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), gout ("gout"), anaemia ("anemia"), hypovitaminosis ("vitamin shortage"), fatigue ("fatigue"), pruritus ("itchy skin"), arthralgia ("joint pain"), nephrolithiasis ("kidney stones"), cholelithiasis ("gall stones"), infection ("infection"), migraine ("migraine"), loss of libido ("lost interest in sex"), feeling hot ("hot sweats"), alopecia ("loss of hair"), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysmenorrhoea ("painful period") and hyperhidrosis ("hot sweats") and was found to have endometrial adenocarcinoma ("grade 1 endometriod adenocarcinoma of the endometrium"), neoplasm malignant ("cancer,"), protein urine present ("protein in urine") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, endometrial adenocarcinoma, ovarian cyst, urinary tract disorder, dyspareunia, autoimmune disorder, gout, anaemia, hypovitaminosis, neoplasm malignant, fatigue, pruritus, arthralgia, protein urine present, nephrolithiasis, cholelithiasis, infection, migraine, weight increased, loss of libido, feeling hot, alopecia, feeling abnormal, mood swings, dysmenorrhoea and hyperhidrosis outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, autoimmune disorder, cholelithiasis, dysmenorrhoea, dyspareunia, endometrial adenocarcinoma, fatigue, feeling abnormal, feeling hot, genital haemorrhage, gout, hyperhidrosis, hypovitaminosis, infection, loss of libido, micturition urgency, migraine, mood swings, neoplasm malignant, nephrolithiasis, ovarian cyst, pelvic pain, protein urine present, pruritus, urinary tract disorder and weight increased to be related to essure. The reporter commented: number of trailing coils: r-3 l-6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial cancer. Specimen: a: cervix, uterus, bilateral fallopian tubes and ovaries (fs) b: right pelvic sentinel lymph node, c: left pelvic sentinel lymph node final diagnosis: a: uterus, bilateral tubes and ovaries: adenocarcinoma of endometrium. Grade 1; leiomyoma of uterus; serous cystadenoma of right ovary functional cysts of left ovary; essure coil present in both fallopian tubes procedure: total hysterectomy and bilateral salpingo-oophorectomy. Gross description: uterus, bilateral fallopian tubes and ovaries¿ is a hysterectomy specimen with attached bilateral adnexa. The ovary is sectioned to reveal a predominant cyst consuming the entirety of the ovary. The serosa is tan with a scant amount of adhesions, sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position 2.9 cm in length by 0.1cm diameter. Sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position measuring 2.9 cm in length by 0.1 cm diameter, the uterine parenchyma and fallopian tubes surrounding the coils are each placed in 10% formalin and forwarded to too law firm of aylstock witkin kreis overrholtz by request of the patient. Preliminary intraoperative diagnosis: endometrial adenocarcinoma. Grade 1 no invasion seen; serous cystadenoma of right ovary; essure coils in both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, vaginal discharge, weight gain, gout, ovarian cyst, kidney or bladder problems, gallbladder issues gallstones, lot number: 508296, manufacturing date: 2005-08, expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query:: the event "brain fog" specified as "brain fog nos". Pt not changed. Event hot sweats coding split into separate pt feeling hot and sweats. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, lack of libido, type ii diabetes mellitus, neuropathy, hepatic enzyme increased, intussusception, narcotic abuse, hyperlipidemia, hypertensive, hypothyroidism, endometrial carcinoma (malignant neoplasm afendome1num, uterine cancer), menstruation abnormal, hot flashes, premenstrual dysphoric disorder, urinary incontinence, sexual dysfunction, urinary tract infection, twitching, heartburn, dizziness, numbness, foggy feeling in head, mood swings, ringing in ears, minimal brain dysfunction, short-term memory loss, anemia, vitamin b12 deficiency, hypoglycemia, itchy skin, peripheral swelling, liver disorder, blurred vision, muscle spasms, blood in urine, acute renal failure, arthritis, liver enlargement, hypothyroidism and c-section. Concomitant products included calcium;famotidine;magnesium (famotidine, calcium and magnesium), colchicine, cyanocobalamin, ferrous sulfate, levothyroxine, losartan, metformin, metoprolol tartrate, morphine and pregabalin. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), ovarian cyst ("right ovarian cyst"), micturition urgency ("urinary urgency"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), gout ("gout"), anaemia ("anemia"), hypovitaminosis ("vitamin shortage"), fatigue ("fatigue"), pruritus ("itchy skin"), arthralgia ("joint pain"), nephrolithiasis ("kidney stones"), cholelithiasis ("gall stones") and infection ("infection") and was found to have endometrial adenocarcinoma ("grade 1 endometriod adenocarcinoma of the endometrium"), neoplasm malignant ("cancer,") and protein urine present ("protein in urine"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, endometrial adenocarcinoma, ovarian cyst, urinary tract disorder, dyspareunia, autoimmune disorder, gout, anaemia, hypovitaminosis, neoplasm malignant, fatigue, pruritus, arthralgia, protein urine present, nephrolithiasis, cholelithiasis and infection outcome was unknown. The reporter considered anaemia, arthralgia, autoimmune disorder, cholelithiasis, dyspareunia, endometrial adenocarcinoma, fatigue, genital haemorrhage, gout, hypovitaminosis, infection, micturition urgency, neoplasm malignant, nephrolithiasis, ovarian cyst, pelvic pain, protein urine present, pruritus and urinary tract disorder to be related to essure. The reporter commented: number of trailing coils: r-3 l-6 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial cancer. Specimen: a: cervix, uterus, bilateral fallopian tubes and ovaries (fs) b: right pelvic sentinel lymph node c: left pelvic sentinel lymph node final diagnosis: a: uterus, bilateral tubes and ovaries: adenocarcinoma of endometrium. Grade 1; leiomyoma of uterus; serous cystadenoma of right ovary functional cysts of left ovary; essure coil present in both fallopian tubes procedure: total hysterectomy and bilateral salpingo-oophorectomy. Gross description: uterus, bilateral fallopian tubes and ovaries¿ is a hysterectomy specimen with attached bilateral adnexa. The ovary is sectioned to reveal a predominant cyst consuming the entirety of the ovary. The serosa is tan with a scant amount of adhesions, sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position 2.9 cm in length by 0.1cm diameter. Sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position measuring 2.9 cm in length by 0.1 cm diameter, the uterine parenchyma and fallopian tubes surrounding the coils are each placed in 10% formalin and forwarded to too law firm of aylstock witkin kreis overrholtz by request of the patient. Preliminary intraoperative diagnosis: endometrial adenocarcinoma. Grade 1 no invasion seen; serous cystadenoma of right ovary; essure coils in both tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, vaginal discharge, weight gain, gout, ovarian cyst, kidney or bladder problems, gallbladder issues gallstones, lot number: 508296 manufacturing date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, lack of libido, type ii diabetes mellitus, neuropathy, hepatic enzyme increased, intussusception, narcotic abuse, hyperlipidemia, hypertensive, hypothyroidism, endometrial carcinoma (malignant neoplasm afendome1num, uterine cancer), menstruation abnormal, hot flashes, premenstrual dysphoric disorder, urinary incontinence, sexual dysfunction, urinary tract infection, twitching, heartburn, dizziness, numbness, foggy feeling in head, mood swings, ringing in ears, minimal brain dysfunction, short-term memory loss, anemia, vitamin b12 deficiency, hypoglycemia, itching, peripheral swelling, liver disorder, blurred vision, muscle spasms, blood in urine, acute renal failure, arthritis, liver enlargement, hypothyroidism and c-section. Concomitant products included calcium;famotidine;magnesium (famotidine, calcium and magnesium), colchicine, cyanocobalamin, ferrous sulfate, levothyroxine, losartan, metformin, metoprolol tartrate, morphine and pregabalin. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), ovarian cyst ("right ovarian cyst"), micturition urgency ("urinary urgency"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), gout ("gout"), anaemia ("anemia"), hypovitaminosis ("vitamin shortage"), fatigue ("fatigue"), pruritus ("itchy skin"), arthralgia ("joint pain"), nephrolithiasis ("kidney stones"), cholelithiasis ("gall stones") and infection ("infection") and was found to have endometrial adenocarcinoma ("grade 1 endometrioid adenocarcinoma of the endometrium"), neoplasm malignant ("cancer,") and protein urine present ("protein in urine"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, endometrial adenocarcinoma, ovarian cyst, urinary tract disorder, dyspareunia, autoimmune disorder, gout, anaemia, hypovitaminosis, neoplasm malignant, fatigue, pruritus, arthralgia, protein urine present, nephrolithiasis, cholelithiasis and infection outcome was unknown. The reporter considered anaemia, arthralgia, autoimmune disorder, cholelithiasis, dyspareunia, endometrial adenocarcinoma, fatigue, genital haemorrhage, gout, hypovitaminosis, infection, micturition urgency, neoplasm malignant, nephrolithiasis, ovarian cyst, pelvic pain, protein urine present, pruritus and urinary tract disorder to be related to essure. The reporter commented: number of trailing coils: r-3 l-6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial cancer. Specimen: a: cervix, uterus, bilateral fallopian tubes and ovaries (fs) b: right pelvic sentinel lymph node. C: left pelvic sentinel lymph node. Final diagnosis: a: uterus, bilateral tubes and ovaries: adenocarcinoma of endometrium. Grade 1; leiomyoma of uterus; serous cystadenoma of right ovary, functional cysts of left ovary; essure coil present in both fallopian tubes procedure: total hysterectomy and bilateral salpingo-oophorectomy. Gross description: uterus, bilateral fallopian tubes and ovaries¿ is a hysterectomy specimen with attached bilateral adnexa. The ovary is sectioned to reveal a predominant cyst consuming the entirety of the ovary. The serosa is tan with a scant amount of adhesions, sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position 2.9 cm in length by 0.1cm diameter. Sectioning of the tube reveals a tan pinpoint lumen containing a metallic coil located in the usual position measuring 2.9 cm in length by 0.1 cm diameter, the uterine parenchyma and fallopian tubes surrounding the coils are each placed in 10% formalin and forwarded to too law firm of aylstock witkin kreis overrholtz by request of the patient. Preliminary intraoperative diagnosis: endometrial adenocarcinoma. Grade 1 no invasion seen; serous cystadenoma of right ovary; essure coils in both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, vaginal discharge, weight gain, gout, ovarian cyst, kidney or bladder problems, gallbladder issues gallstones, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.